Manufacturer narrative:
Additional information: the lesion was pre-dilated. Resistance was encountered when advancing the device. Device evaluation: a kink was evident to the hypotube. The stent was not present on the balloon and did not return for analysis. Crimp impressions were visible on the exposed balloon surface. The balloon folds remained intact. The inner lumen patency was verified with a 0.015 inch mandrel. No other damage was noted to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A resolute onyx rx coronary, drug eluting stent was attempted to be used to treat a mildly calcified and tortuous lesion in the mid right coronary artery (rca). The device was inspected with no issues noted. Negative prep was performed with no issues. The device did not pass through a previously deployed stent. Excessive force was not used during delivery. It was reported that the stent dislodged during delivery. Two wires were inserted into the rca. When the stent delivery system was pulled back, the stent came off the balloon in the patient. A balloon was used to smash the stent against the wall. The patient is alive with no injury.